Manufacturer narrative:
Additional information: section a-3b patient gender: male was the answer provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The haptic of the non pre-loaded ar40e model intraocular lens (iol) appeared to be damaged. There was patient contact since the cartridge was removed from the patient's eye before implantation of the iol. Haptic damage was clarified as bent and detached. The lens was not stuck in the cartridge and the reported issue was possibly related to use error although it's not definitive. A second ar40e 16.5 diopter lens was implanted in the patient¿s ocular dexter (right eye). During the procedure there was no patient injury, medical intervention, or surgical intervention. Patient prognosis post-procedure is unknown. The suspect iol is not available for return as it was discarded. No further information is available.